Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain radiating into back') and device dislocation ('essure device was not properly implanted on her right side') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included oral contraceptive nos. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced amenorrhoea ("amenorrhea/ no menses"), 4 months 3 days after insertion of essure. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain radiating into back"). On (B)(6) 2010, the patient experienced back pain ("back pain") and pain ("right side pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (essure removed. And laparoscopy with tubal ligation on (B)(6) 2010). Essure was removed. At the time of the report, the pelvic pain, device dislocation, abdominal pain, amenorrhoea, back pain, pain and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, amenorrhoea, back pain, device dislocation, genital haemorrhage, pain and pelvic pain to be related to essure. The reporter commented: doctor gave plaintiff some samples of loestrin 24 for amenorrhea and requested she follow up in two months and doctor requested that plaintiff see a physical rehab for back disease. To date, plaintiff was unaware as to whether or not her essure was removed, and was currently seeking confirmation to determine whether the device remains in her body. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: results: normal. Diagnostic results: plaintiff underwent a hsg on (B)(6) 2009, which revealed that the right coil was located adjacent to the proximal right fallopian tube with tubal patency bilaterally and another hsg on (B)(6) 2010, showed right coil was adjacent to the fallopian tube. The operative report notes that filshie clips were placed. It does not reflect removal of the fallopian tubes or essure devices. Most recent follow-up information incorporated above includes: on 28-aug-2020: pfs received : new event added-abnormal bleeding and product indication added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain radiating into back') and device dislocation ('essure device was not properly implanted on her right side') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff underwent a hsg on (B)(6) 2009, which revealed that the right coil was located adjacent to the proximal right fallopian tube with tubal patency bilaterally and another hsg on (B)(6) 2010, showed right coil was adjacent to the fallopian tube. The operative report notes that filshie clips were placed. It does not reflect removal of the fallopian tubes or essure devices. Concomitant products included oral contraceptive nos. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced amenorrhoea ("amenorrhea/ no menses"), 4 months 3 days after insertion of essure. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain radiating into back"). On (B)(6) 2010, the patient experienced back pain ("back pain") and pain ("right side pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (essure removed. And laparoscopy with tubal ligation on (B)(6) 2010). Essure was removed. At the time of the report, the pelvic pain, device dislocation, abdominal pain, amenorrhoea, back pain, pain and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, amenorrhoea, back pain, device dislocation, genital haemorrhage, pain and pelvic pain to be related to essure. The reporter commented: doctor gave plaintiff some samples of loestrin 24 for amenorrhea and requested she follow up in two months and doctor requested that plaintiff see a physical rehab for back disease. To date, plaintiff was unaware as to whether or not her essure was removed, and was currently seeking confirmation to determine whether the device remains in her body. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: results: normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain radiating into back') and device dislocation ('essure device was not properly implanted on her right side') in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff underwent a hsg on (B)(6) 2009, which revealed that the right coil was located adjacent to the proximal right fallopian tube with tubal patency bilaterally and another hsg on (B)(6) 2010, showed right coil was adjacent to the fallopian tube. The operative report notes that filshie clips were placed. It does not reflect removal of the fallopian tubes or essure devices. Concomitant products included oral contraceptive nos. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced amenorrhoea ("amenorrhea/ no menses"), 4 months 3 days after insertion of essure. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain radiating into back"). On (B)(6) 2010, the patient experienced back pain ("back pain") and pain ("right side pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (essure removed. And laparoscopy with tubal ligation on (B)(6) 2010). Essure was removed. At the time of the report, the pelvic pain, device dislocation, abdominal pain, amenorrhoea, back pain, pain and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, amenorrhoea, back pain, device dislocation, genital haemorrhage, pain and pelvic pain to be related to essure. The reporter commented: doctor gave plaintiff some samples of loestrin 24 for amenorrhea and requested she follow up in two months and doctor requested that plaintiff see a physical rehab for back disease. To date, plaintiff was unaware as to whether or not her essure was removed, and was currently seeking confirmation to determine whether the device remains in her body. Insertion details- left ostia: 3 coils. Right ostia: 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: results: normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jun-2021: mr received. Reporter information, rcc and patient demographics was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain radiating into back") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included oral contraceptive nos. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 4 months 3 days after insertion of essure, the patient experienced amenorrhoea ("amenorrhea/ no menses"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain radiating into back"). On (B)(6) 2010, the patient experienced back pain ("back pain") and pain ("right side pain"). On an unknown date, the patient experienced complication of device insertion ("essure device was not properly implanted on her right side"). The patient was treated with surgery (laparoscopy with tubal ligation on (B)(6) 2010). At the time of the report, the pelvic pain, abdominal pain, amenorrhoea, back pain, pain and complication of device insertion outcome was unknown. The reporter considered abdominal pain, amenorrhoea, back pain, complication of device insertion, pain and pelvic pain to be related to essure. The reporter commented: doctor gave plaintiff some samples of loestrin 24 for amenorrhea and requested she follow up in two months and doctor requested that plaintiff see a physical rehab for back disease. To date, plaintiff was unaware as to whether or not her essure was removed, and was currently seeking confirmation to determine whether the device remains in her body. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: normal plaintiff underwent a hsg on (B)(6) 2009, which revealed that the right coil was located adjacent to the proximal right fallopian tube with tubal patency bilaterally and another hsg on (B)(6) 2010, showed right coil was adjacent to the fallopian tube. The operative report notes that filshie clips were placed. It does not reflect removal of the fallopian tubes or essure devices. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain radiating into back") and device dislocation ("essure device was not properly implanted on her right side") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included oral contraceptive nos. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 4 months 3 days after insertion of essure, the patient experienced amenorrhoea ("amenorrhea/ no menses"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain radiating into back"). On (B)(6) 2010, the patient experienced back pain ("back pain") and pain ("right side pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopy with tubal ligation on (B)(6) 2010). At the time of the report, the pelvic pain, abdominal pain, amenorrhoea, back pain, pain and device dislocation outcome was unknown. The reporter considered abdominal pain, amenorrhoea, back pain, device dislocation, pain and pelvic pain to be related to essure. The reporter commented: doctor gave plaintiff some samples of loestrin 24 for amenorrhea and requested she follow up in two months and doctor requested that plaintiff see a physical rehab for back disease. To date, plaintiff was unaware as to whether or not her essure was removed, and was currently seeking confirmation to determine whether the device remains in her body. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: normal plaintiff underwent a hsg on (B)(6) 2009, which revealed that the right coil was located adjacent to the proximal right fallopian tube with tubal patency bilaterally and another hsg on (B)(6) 2010, showed right coil was adjacent to the fallopian tube. The operative report notes that filshie clips were placed. It does not reflect removal of the fallopian tubes or essure devices. Most recent follow-up information incorporated above includes: on (B)(6) 2017: following company internal coding review, the previous reported event essure device was not properly implanted on her right side was recoded to the meddra llt: device dislocation. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.